Event description:
Event description: per cnf, it was reported that: event; during navigation from the lspv-lipv-rpv, the patient began bleeding from the mouth. Initially, it was thought to be an oral injury, but due to the amount of bleeding, suctioning was performed. Although the ablation procedure was completed, a subsequent CT scan suggested bleeding from esophagus. According to dr. Nobuaki, while the exact cause is unknown, it is possible that the guidewire may have caused an injury. Although he observed the procedure, he did not get the impression that the guidewire was being moved in a forceful or excessive manner. Infected: unknown. Infection name: diagnosis or treatment: resolution: original device used. Where did event occur: inside the patient. Patient outcome: patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.